Event description:
It was reported by service report that foot end jack was leaking. The user facility was unable to provide any information as to whether there was patient involvement or adverse consequence associated with the reported issue.